Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that during a normal device check, loss of capture was observed on this right atrial lead. A lead revision was performed at which time it was found that the suture connecting the suture sleeve to the facia had broke which likely caused the lead to dislodge. The lead was repositioned successfully and remains in service. There were no patient symptoms or adverse effects. The lead remains implanted and repositioned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.